Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while performing a bedside bronchoscopy using a bronchoscope and a glidescope core 2m quickconnect cable, the screen on the connected glidescope core 15-inch fhd monitor went fuzzy and then glitched out. The provider then switched to a secondary glidescope core quickconnect cable and the procedure went fine. No delay in the procedure or harm to the patient was reported.